Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging a battery indicator on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the battery indicator displayed on the meter four days prior to contacting lfs. During that time, the meter powered off during use. The patient increased their dosage of oral medication (glucophage 500 mg, amaryl 400 mg and glumetva 5000 mg). It is unknown on whether the patient increased on her own or based on her physician's recommendation. The patient did not exhibit or seek any medical attention at the time of the event. Three days later, the patient exhibited symptoms of feeling sweaty, weak, rapid heartbeat and experienced 'anxiety". The patient then self-treated with oral medication and sweets. The patient did not seek any further medication or contact her physician for assistance. The patient was not tested on another device. Based on the conversation with the customer care advocate (cca), the patient's battery needed to be replaced; however, they did not have a replacement battery at the time of the call. The patient denied any misuse of the product. The patient's meter was replaced. No further clinical information was provided. It would have been helpful to know why the patient increased their oral medication and how long the symptoms lasted after self-treatment. It would have also been helpful to know the patient's blood glucose readings prior to the event. The complaint is being reported since the patient was unable to test their blood glucose due to the alleged issue and reportedly took an increase of oral medication and ended up exhibiting symptoms suggestive of hypoglycemia and had a self-treat with oral medication and sweets.